Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 10pm for a high blood glucose level of 600 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting and found a battery out alarm but nothing else that would indicate any malfunction of the insulin pump. The customer will call back to further trouble shoot the insulin pump when he receives the necessary supplies to test the pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).